Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse determined the c trans cup pick up needed an adjustment and also adjusted the inside and outside incubator z axis. The engineer ran 28 cup transfer test ten times without any errors and ran quality customer ran qc and will continue running and advice if any errors reoccur. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the c trans alignment to high.

Event description:
On (B)(6) 2015 a customer reported 2161 c trans cup pickup failure with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, prog, and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.